Manufacturer narrative:
Results: although it was previously reported that a sample was available for evaluation, a sample was not returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 2282031. A review of the maintenance log for assembly line 11 showed no maintenance which could have influenced this fail mode during production of this lot. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a 31g x 5mm bd micro-fine¿ insulin pen needle to administer a growth hormone injection, the needle broke off in the patient's abdomen. The patient received an x-ray and a CT scan and the broken needle was located under the patient's skin. On (B)(6) 2016, the patient had surgery to remove the broken needle.